Event description:
Complainant alleged that while attempting to defibrillate a pt (age unknown) during open heart surgery, the device failed to discharge with internal handles. The clinician reportedly obtained a second set of internal handles, and the device failed to discharge. The clinician obtained another defibrillator and converted the pt using the second set of internal handles. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.